Manufacturer narrative:
Model number/catalog number: sc-2352-50, serial number: (B)(4), batch/lot number: 18659332, model/catalog description: linear 3-4 lead 50 cm. Model number/catalog number: sc-1132, serial number: (B)(4), batch/lot number: 19152489, model/catalog description: precision spectra ipg kit. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was not experiencing any relief from the stimulator. It was noted that the leads were coiled in the patients pocket with the ipg. It was also noted that there were no anchors. The patient underwent an explant procedure and was doing well postoperatively.